Manufacturer narrative:
H6: investigation summary a device history record review was performed for provided lot number 0150744. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 2 picture samples were received for evaluation by our quality team. One photo shows the luer tip of the syringe barrel missing, there is a crack in the barrel from the bottom part to the 8ml mark. The second photo shows the damaged syringe next to the packaging blister. The cause for this defect could have resulted during the assembly process where a jam occurred and the syringe barrel became damaged. As a result of this defect, the production coordinator addressed the complaint in the plant accountability meeting. No further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that an unspecified number of syringe 50ml catheter tip brazil experienced the tip/luer of syringe breaking off during use. The following information was provided by the initial reporter: syringe bd 50ml, catalog 303553, broke the tip in use with lipo cannula.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringe 50ml catheter tip brazil experienced the tip/luer of syringe breaking off during use. The following information was provided by the initial reporter: syringe bd 50ml, catalog 303553, broke the tip in use with lipo cannula.